Manufacturer narrative:
Correction: in the initial MDR, the box in outcomes attributed to adverse event was inadvertently marked for "required intervention to prevent permanent impairment/damage" and this is not applicable for this event. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Complaint reference number: (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during the initial surgery to implant the inlay in the patient's left eye. Postoperatively, the inlay decentered 5 mm inferiorly . The decentration did not result in any decrease in vision. At last examination on (B)(6) 2017, the patient reported experiencing mild visual disturbances and vision was reported as 20/30. Additional information is being requested to understand if this recent acuity represents corrected or uncorrected vision.

Manufacturer narrative:
The explanted corneal inlay is not available for evaluation. The device identifiers have been requested from the facility. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay on (B)(6) 2017. At the one week postoperative visit, it was noted that the inlay had completely decentered to the edge of the inferior flap. The inlay was explanted on (B)(6) 2017. Additional information has been requested.